Manufacturer narrative:
H10: manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a few years post filter deployment, computed tomography multiple bilateral pulmonary emboli in the lower lobes, especially the right middle lobe with severe pulmonary emphysema. Left lower lobe pulmonary embolus was identified. This involves the anterior lateral left lower lobe and was identified around axial image 74. Right middle lobe pulmonary embolus was identified on axial images 74 and 75. Right lower lobe pulmonary embolus was identified in the posterior basilar branch around axial images 83-85. There were also emboli within medial basilar branches of the right lower lobe. However, medical records allege no device deficiency. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2017),g4. H11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time, post filter deployment, it was alleged that the patient reportedly diagnosed with acute multiple pulmonary emboli. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the patient reportedly diagnosed with acute multiple pulmonary emboli. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.